Event description:
The patient received two paddle leads (from the same lot) on (B)(6) 2011. It was reported the patient had fallen. The fall allegedly was not device related. An x-ray was taken and revealed one of the leads had flipped. Regardless, the patient receives adequate coverage. No intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.